Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter was reading inaccurately high . The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the alleged issue began at approximately 1:30pm on the same day she contacted lfs for assistance. She tested on the subject meter and observed a value of "589mg/dl". The patient manages her diabetes with novolog insulin through pump therapy and administered her insulin dose based on the meter result immediately after testing (unknown amount). The patient denied developing any symptoms and reported that approximately at 1:35pm; she then tested on 2 other meters (ultramini) and observed values of "186, 175mg/dl". Based on statistical methodology, the calculated difference of these glucose results exceed the expected value of <=30% and/ or <=30 mg/dl. No other form of treatment was administered. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The subject test strips were unexpired and stored correctly. Replacement products have been sent to the patient and subject products are pending return for investigation. There was no indication that the product caused or contributed to an adverse event. The patient denied developing any symptoms and did not take inappropriate action regarding her diabetes management due to the alleged issue. Although there was intervention in between the 2 tests, it would not be expected that the patient's blood glucose was dropped so quickly in such a short amount of time. Therefore, this complaint is being reported.